Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The cause was determined to be use error. It was reported that the patient was using a cheater adaptor, which can leave the device improperly grounded and made user susceptible to shock. The homechoice and homechoice pro apd systems patient at-home guide states "this product must be grounded. In the event of an electrical short circuit, grounding reduces the risk of electric shock by providing an escape wire for the electric current. This product is equipped with a cord that has a grounding wire with a grounding plug. The plug must be inserted into an outlet that is properly installed with a verified ground." Also "improper use of the grounding plug can result in a risk of electric shock." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Although the customer indicated that a cheater adapter was being used with the device, the sample analysis revealed no device malfunction that could have caused or contributed to the reported problem. The reported condition was not verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a caregiver felt a shock in their finger from a homechoice device. The event occurred before use, while the caregiver was sanitizing the device. The caregiver was wearing footwear and was standing at the time of the event. There was no report of feeling any jolt or pressure. They were not touching a metal part of the homechoice device, or touching any other electrical device. There were no apparent defects in the power cord, and the power cord had a protective earth pin in place. A cheated adapter was being used. There was no injury or medical intervention indicated at the time of the report. No additional information is available.